Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd luer-lok¿ syringe the customer reported that the leakage occurred during the medicine aspiration with the syringe inclined and the plunger face down. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received two photographs in the columbus plant for evaluation. The photos revealed medication down the barrel behind stopper, therefore failure mode is verified. Without actual sample, determination of what caused leakage was unable to be identified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside the diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forced are applied to the plunger rod when fully extended. Therefore, care must be taken when the plunger rod is extended during application of the syringe. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. DHR: 6354890 - produced on (B)(6) 2017 with zero defects found. Conclusion: without an actual sample, determination of what caused leakage was unable to identify. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside the diameter, and plunger rod bayonet outside diamter and forces applied during use. The syringe is more likely to leak when forced are applied to the plunger rod when fully extended. Therefore, care must be taken when the plunger rod is extended during application of the syringe.